Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in iliac artery. A 10.0x30x75cm express ld iliac / biliary stent was advanced for treatment. However, during the procedure, the stent delivery system was stuck on the wire. The delivery system and the wire were removed as a whole all together. The procedure was completed with another express ld stent. There were no patient complications nor injuries reported. It was further reported via attached facility medwatch report 3600510000-2023-8002, the patient was being treated with abdominal angiogram with runoff and possible percutaneous transluminal angioplasty (pta). The stent was stuck on 035 amplatz platinum wire and failed to deploy. The patient condition was stable post-procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in iliac artery. A 10.0x30x75cm express ld iliac / biliary stent was advanced for treatment. However, during the procedure, the stent delivery system was stuck on the wire. The delivery system and the wire were removed as a whole all together. The procedure was completed with another express ld stent. There were no patient complications nor injuries reported.